Manufacturer narrative:
On august 5, 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the patient also suffered right breast pain along with the capsular contracture. The patient underwent right breast capsulectomy and bilateral removal and replacement with two 370cc mentor memory gel extra smooth moderate plus profile breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 9, 2021, the mentor failure analysis lab received the device for evaluation on july 13, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 275cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade IV), post-procedure. The capsular contracture was diagnosed during an in-office visit. As a result, the patient was scheduled for implant explantation surgery with possible replacement with a mentor gel implant on (B)(6) 2021.

Manufacturer narrative:
On august 12, 2021, mentor became aware that the patient was also diagnosed with a left breast encapsulation during the revision surgery on (B)(6) 2021 for the right breast capsular contracture. Complication on the left breast will be reported under mrn: 1645337-2021-09449 this medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient also experienced right breast pain, and was 41-years old at the time of the event. In addition, the patient's implant explantation surgery was updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).